Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a piece of plastic was sticking out of a bd insulin syringe with the bd ultra-fine¿ needle 1ml 31gx5/16" during use. No injury or medical intervention.

Manufacturer narrative:
Investigation: device history record review ¿ a review of the device history record was completed for batch# 4202586. All inspections and challenges were performed per the applicable operations qc specifications. Syringe assembly - there was one (1) batch of material# 8364898 (syringe 1.0ml asm 31ga 8mm tw (B)(4)) which was consumed into final product batch# 4202586. Batch#: 4195631. Date(s) of manufacture: 30aug2014 to 03sep2014. Machine(s) manufactured on: (B)(4). Assembled barrels ¿ there was one (1) batch of material# 8364897 (barrel 1.0ml shd 31ga 8mm (B)(4)) which was consumed into final product batch# 4202586. Batch# 4195631. Date(s) of manufacture: 30aug2014 to 03sep2014. Machine(s) manufactured on: line 9 pils (fn). There were zero (0) defects or notifications noted during the production of the above listed batches. Investigation summary: customer returned (3) loose 1cc, 8mm syringes. Customer states that there was a tiny piece of plastic sticking out where the end of the plunger rests. All returned syringes were examined and all exhibited a heat stake on the flange of the barrel. This feature is supposed to be present at this location on the barrel and no defects were observed on any of the samples. Based on the samples / photo(s) received the investigation concluded: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Root cause cannot be determined at this time as the issue is unconfirmed.